Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient rep stated that about a month ago the patient fell and now the patient has a torn rotator cuff. Patient rep stated that the patient was in the hospital in the month of july and they kept checking the battery and it would turn off and turn on all the time. Patient rep stated that when they were over to osf they checked the implant and the implant was off. Patient rep said that they have been charging the implant but the implant is not staying charged very long. Patient rep noted that the implant hasn't jumped up over 90% of the charge but underneath it says no device found. Patient rep mentioned the patient's implant was bulging out and the lost weight. Agent asked clarifying question and patient rep mentioned they got that checked out by the patient's hcp. Agent instructed patient rep to check for damage; no visible damage to recharger and controller port. Agent walked patient rep through resetting controller; controller showed connect the recharger. Agent instructed patient rep to place the recharger over the patient's implant and start a charge session; controller showed 100% and implant red recharging with excellent quality. Patient rep mentioned the controller showed poor recharge quality and patient rep repositioned the paddle and was able to get recharging good, but then poor recharging quality appeared again. Agent informed patient rep to try replacement recharger, to monitor and if the issue persists to follow up with the patient's hcp to take a look at the bulging implant. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.